Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry, distorted vision, unable to transition from dark to light causing temporary blindness, unable to drive at night, looking through glass, and depth perception off. The iol was exchanged in a secondary procedure for a different manufacturer's iol. The clinical reason for explant was poorly tolerated anterior chamber lens. Additional information was provided by the coa that the patient experienced vitreous to the wound, and superior haptic pressing on peripheral iris which required a pars plana vitrectomy, suture posterior chamber iol, iris repair and a limbal relaxation incision. The patient's issues have resolved, her vision and distortion have improved. The patient's prognosis is excellent.

Manufacturer narrative:
Product evaluation: the lens was returned inside a plastic specimen cup. Solution and blood were dried on the lens. Both haptics are broken in the distal area. The broken haptic portions were returned. The optic has scratches on the anterior and posterior surfaces. The lens was cleaned with lphse. A power and resolution re-assessment was conducted. The optical resolution is acceptable; lens meets specification for focal length equaling a 13.0 diopter. All product and batch history records are quality reviewed prior to product release. The root cause for the complaint cannot be confirmed. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. A power and resolution re-assessment was conducted with the explanted lens. The optical resolution is acceptable; lens meets specification for focal length equaling a 13.0 diopter. Information provided in the file indicated that the originally implanted toric lens model (16.5 diopter) was exchanged for a non-toric, non-foldable pmma lens (13.0 diopter) that was 3.5 diopters less in power. Afterward, another exchange occurred for a different manufacturer's, foldable monofocal lens (15.0 diopter) 2 diopters stronger in power than the pmma lens. Based on that information, it may reasonably suggest that the event may be related to patient factors and unrelated to the lens. The manufacturer internal reference number is: (B)(4).